Event description:
The end user states that 2 of 10 valves broke. They have not opened the remaining 8. The catheter had been positioned in the pt's chest when the physician noted that the stopcock was broken.